Event description:
It was reported that there were issues with the blood products clotting in the tubing during mass transfusion. There was patient involvement, and unknown patient harm/adverse event reported.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: neither sample nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Complaint for the failure mode could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.